Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A loose connection of the bag to the cassette was reported and is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). The patient was connected at the time of the alarm. This occurred during drain one of five of peritoneal dialysis therapy. The caregiver stated that the connection between the bag and the cassette was loose and leaking. The technical services representative assisted the caregiver in ending therapy and advised that the patient complete therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.